Manufacturer narrative:
The biosense webster failure analysis lab received the device for evaluation. Investigation summary: the device was visually inspected and foreign material was observed inside the pebax, no damage was observed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the pebax damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter as there was abnormal pressure. During the procedure, the pressure value was not stable. The second catheter was used to complete the procedure. There was no patient injury reported. The pressure ¿force¿ issue was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis lab received the product for evaluation. It was discovered on august 1, 2018 that there was foreign material inside the pebax sleeve. There was no external damage. Internal parts were not exposed. This returned condition was assessed as not reportable. Foreign material was found underneath the pebax. However, there is no damage to the pebax integrity that could cause the foreign material to travel into the blood circulation. The potential risk that it could cause or contribute to a death or serious deterioration in the patient¿s state of health was remote. During additional assessment on august 29, 2018, the scanning electron microscope (sem) analysis showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. The hole on the surface of the pebax was assessed as a reportable malfunction. The awareness date is august 29, 2018.